Manufacturer narrative:
Siemens has completed the investigation. A review of the instrument log for the measurement cartridge in question concluded that the thb sensor generated a valid thb result for the patient sample in question as there was no indication of any issues with the sensor slope, co-oximetry absorbance spectrum/data, calibrations or recovery of aqc. A definitive root cause of the thb discrepancy could not be determined.

Event description:
The customer reported discrepant high total hemoglobin results for one patient on the rp 500e when compared to another siemens laboratory instrument. There is no report of injury due to this event.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. Very limited information has been received from this customer. Siemens has requested the patient files to be provided for investigation. The cause of this event is unknown.